Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyze. Analysis revealed that there was blood on the distal conductor of the lead and it was not obstructed. It was also noted that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Additional notes stated that blood entered through the distal tip septum and dried causing the guidewire to become stuck inside the lead. (B)(4).

Event description:
It was reported that during implant, the guidewire had resistance felt and was not able to be retracted from the lumen of the left ventricular (lv) lead. The guidewire and lv lead were removed and replaced. No patient complications have been reported as a result of this event.